Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received inappropriate shock therapy during a scheduled procedure unrelated to the patient's device due to electro cautery usage. A magnet was used during the procedure, and it was either suspected to be inappropriately positioned, disabled and/or contained low magnetic strength. High voltage circuit damage was also observed and it was suspected to be erroneously triggered due to electro cautery. The shock therapy was temporarily disabled and the procedure was completed successfully. The patient was stable post procedure and will continue to be monitored.

Event description:
Additional information received indicated that the patient presented in the operation room for the non-invasive electro physiologic programmed stimulation. The nips feature was locked due to previously reported alert. The physician performed the emergency firmware download.